Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. (B)(4). If further details are received at a later date a supplemental medwatch will be sent. Event related to patient's first event reported via mw # (B)(4). Event related to patient's second event reported via mw # (B)(4).

Event description:
It was reported that a patient underwent a sling procedure on (B)(6) 2006 and the mesh was implanted. It was reported that the patient experienced a small recurrent erosion that was noted on (B)(6) 2021. The patient was treated with vaginal oestrogen as atrophic and surgery arranged to remove mesh erosion. It was reported that the next operation date is (B)(6) 2022. The device remains implanted.